Event description:
Consumer called stating that his center of gravity has allegedly changed when he purchased a new seat and this is causing him to be nearly "pitched" out of the seat. No fall or injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m94, serial number/date code (B)(4) is approximately 5 years 10 months old. The owner's manual part number 1122145 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that in (B)(6), he had a new seat installed on his m94 power chair and since that time his center of gravity has allegedly changed. Consumer alleges that he has nearly been "pitched" out of the chair on a number of occasions. It is unknown if the consumer is wearing his seat positioning strap. Page 12 of the owner's manual warns, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately."